Event description:
I was trialing a contact lens and the dr had provided samples for a few weeks. I had 2 issues: one of the contact lenses was dry and had completely adhered to the side of the plastic. (There was no solution in it at all, so it either leaked or was never filled); in another box, when you pull back the foil, it would pull back on the other attached lenses.